Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr results for 1 patient from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer provided 5 questionable comparisons from the same patient from which 3 occurrences were a reportable malfunction. This medwatch will cover strip lot 34521321. For strip lot 35349723, refer to the medwatch with patient identifier (B)(6). At 8 am the meter result was 4.7 inr and at 9:30 am the laboratory result was 2.6 inr (strip lot 34521321). On (B)(6) 2018 at 8 am the meter result was 3.3 inr and at 9:01 am the laboratory result was 2.2 inr (strip lot 34521321). On (B)(6) 2018 at 8 am the meter result was 4.2 inr and at 9 am the laboratory result was 2.9 inr (strip lot 35349723). The customer's therapeutic range is 2.5 - 3.5 inr. Based on the laboratory result of 2.2 inr, their coumadin dosage was increased. There was no allegation of an adverse event. The customer has no hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is not on heparin, has had no changes in medication, and no signs of bleeding or bruising that have required medical treatment. The customer stated that sometime they eat a lot of green vegetables. The customer's meter and test strip have been requested for return. The customer stated that strip lot 34521321 had been discarded. Replacement products have been sent. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.